Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that a malfunction alarm occurred with the pump, displaying malf 5, and the code was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use a backup insulin pump and was to receive a replacement pump from technical support, with instructions given for returning the faulty one.